Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, broken shell. A microscopic analysis was performed which identify a crease sharp opening on radius and have non-penetrating nick around opening. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as to a fold flaw opening. Non-penetrating nick(stress marks). Missing piece of the shell assessed as to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.